Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that the rupture and subsequent dissection was likely caused by the calcification in the ncc. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, a rupture of the sinus of valsalva (sov) was encountered while performing bav. The bulky calcification on the non-coronary cusp (ncc) was severe making it difficult for the operator to pass a bav catheter easily through the annulus. When bav was performed, the balloon slipped towards the aortic side and a subsequent inflation was successfully performed. Angiography was performed during bav and dark shadow was shown in the ncc side. It was suspected to be a localized dissection in the ascending aorta, or a pinhole rupture caused by the ncc calcification. The patient's vital signs were stable during this event. While monitoring the patient, a gradual increase of pericardial effusion was observed. Tee also showed a false lumen extending into the descending aorta. The blood pressure (bp) decreased and the cardiac function declined significantly. A pericardial effusion was building, therefore pericardial drainage was initiated. A 23mm sapien xt valve was implanted under cardiopulmonary support with performing cardiac massage to maintain the bp and the xt valve was implanted un 80:20 aortic/ventricular position, as intended. Thereafter, the patient was converted to thoracotomy and a sov rupture was observed on the ncc side. Since the false lumen was extending from ascending aorta to descending aorta, the surgical repair was determined to be difficult and the chest was closed without any treatment. A few days later, the patient passed away. The cause of death was not provided. The physician stated that the rupture was thought to be caused by calcification in the ncc. Another possibility was that since the pigtail catheter had been placed at the ncc, maybe it got caught in the room between the ncc and the sov during bav. By injecting contrast agent for angiography in that situation, pressure would elevate in the area, resulting in the rupture.